Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported that the embolization coil was used as the last coil for feeder embolization of a pulmonary avm. However, when approximately half of the implant was exposed from a microcatheter, the coil became difficult to push further and encountered resistance and eventually became stuck. It was determined that placement of the coil was difficult, so the coil was attempted to be retrieved. During retrieval, a previously placed implant came out with the coil. However, the implant was managed to be held in place with the microcatheter and only the coil concerned was retrieved. The procedure was successfully completed and there was no injury to the patient.